Manufacturer narrative:
E1: phone ex (B)(6). One device was received for evaluation. Functional testing was able to duplicate the reported problem. It was determined that the excessive debris on the downstream occlusion (dso) sensor was the root cause. The dso sensor assembly was replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a cassette detect error. There was unknown patient involvement.